Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure and an rm03 error code was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis. Product ID 97755 (serial: (B)(6)). Product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was seeing "recharger problem call medtronic at least a month or so ago", but says they realized they used the right stimulator on their left side. Pt said they tried not using the stimulation but realized they like the stimulation. Pt kept saying "they both say lower body instead of one saying upper body" and was confusing. Connection was garbled and the call dropped. Pss called pt back at and they were trying to charge the right side implant (ins) and it said "unfamiliar device", and they were able to pair it to ins and started charging with excellent quality but says ins is very low. It may have been in discharge state but now appears to be charging. It then went to "setup for implant" screen. They were able to setup successfully. They again tried to charge right side ins and it was trying to recharge, and pt says they will keep charging it, and if it still won't work they will call back. Pt says on left side stimulator, the screen shows "recharger problem" screen. They said they think left side recharger was heating up but they said they have a bad memory. Pt seemed very confused during the call, and the call dropped again. Pss called pt back again and they said rtm is not damaged. Controller port looks intact. I instructed pt to keep the two controllers/rtms labeled, and to not mix them up, and emailed repair to send out replacement rtm.